Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Per the physician the device has been discarded and will not be returned. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. "

Event description:
Health professional reported a 'leak" in a lap-band device. The "issue was resolved." No further information was provided. Further follow-up from the physician notes that during surgery the surgeon pulled the port out with the tubing, filled it with saline and found a small needle-prick/hole. The surgeon then took out the old port, put in the new port and connected it to the undamaged tubing. The device has been discarded and will not be returned.